Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals, that resulted in inappropriate anti-tachycardia pacing (atp) and inappropriate shocks, electing the field representative to turn off tachycardia and bradycardia therapies. Technical services (ts) was notified of the plan to implant a competitors device and keep the ICD implanted; however, therapy would remain off. The local field representative and ts discussed if the device could reset and turn therapy back on, in which ts stated there are rare cases of the device entering safety mode and becoming active again. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received from the field that the only inappropriate anti-tachycardia pacing (atp) was delivered and no shocks due to oversensing of noisy signals. The local field representative noted the ICD will remain in service, and no further adverse effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals, that resulted in inappropriate anti-tachycardia pacing (atp) and inappropriate shocks, electing the field representative to turn off tachycardia and bradycardia therapies. Technical services (ts) was notified of the plan to implant a competitors device and keep the ICD implanted; however, therapy would remain off. The local field representative and ts discussed if the device could reset and turn therapy back on, in which ts stated there are rare cases of the device entering safety mode and becoming active again. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.